Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported feeling implant bunched on one side of the spine with severe pain. Patient stated implant coil around the spine felt tender to touch and very swollen. Patient was advised by their physician to contact the manufacturer for guidance. Patient reported major back issues and multiple CT scans. Patient stated pain in the same area had been present for about 4 months. Patient reported trying epidural treatment without relief as pain continued to worsen. Agent redirected patient to healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.